Event description:
It was reported that the procedure was to treat a moderately calcified right coronary artery. The lesion was pre-dilated with a 2.75x8mm and 3.0x8mm unspecified balloons at 12 atmospheres. The 3.0x18mm xience xpedition stent delivery system was deployed; however, check shot revealed a dissection at the distal end. The dissection was covered with a 3.0x8mm unspecified drug eluting stent. Timi iii flow without any residual stenosis. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.